Manufacturer narrative:
Initial reporter facility name: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a separation between the female connector (dark navy portion) and the main body of the twist clamp on a minicap transfer set; further described as ¿the entire dark navy portion of a patient¿s transfer set started to untwist¿. This was observed while disconnecting from a manual ultra-bag during peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: the customer returned a sample with product code 5c4482 for evaluation. A visual inspection with the naked eye and magnification noted the female connector separated from the light blue main body. Functional testing including leak, clear passage, and clamp function testing were performed with no issues noted. The reported condition was verified. The cause of the condition was related to inadequate solvent application to the main body during the manufacturing process. Should additional relevant information become available, a supplemental report will be submitted.